Manufacturer narrative:
(B)(4) evaluation statement: the reported event of infiltration and being unable to set pressure settings could not be confirmed, however the pump module is not designed to detect infiltrations. Pressure settings were reviewed with the customer through the cpc and tip sheets were provided. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that infiltrations are a known problem with the devices since they can't set pressure settings. The customer states they may need to have education on setting pressure limits if the nurses are able to adjust them. The customer states they were informed their new devices do not have the capability to show pressure limits and will not alarm when the pressure is high as their previous devices did.